Manufacturer narrative:
Date of event: date is approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. The patient reported they had an MRI where they turned the ins off. They stated they forgot to turn the device back on after so they were without stimulation for 3-4 months. They stated having stimulation off caused a return of symptoms, but when they were at their doctor's office the week prior, stimulation was finally turned back on. They stated that when they turned it back on, it came back with a bang and the stimulation was in the wrong location at the time of the report. They stated since stimulation was in the wrong location they were having to wear pull-ups. It was offered to walk the patient through checking therapy status and making an adjustment, but the patient declined because they did not know how to make changes on their own. They were redirected to their healthcare provider to discuss the issues. No further complications were reported or anticipated.